Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse checked unit for shutting down when unplugged, checked for battery voltage but there was none. Additionally, the fse removed the unit from the cart to expose the battery box and tested for voltage at the connector on the top of the box, there was no voltage. The fse then proceeded to remove the battery and found that one of the batteries had overheated and ruptured. To resolve the issue, the fse installed 2 new batteries and reassembled the unit. The fse confirmed that the charger was working and the batteries were taking a charge . The fse performed a complete calibration and functionality tests and all passed, the unit was cleared for clinical use and returned to the customer. (B)(6).

Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) shutdown when unplugged from ac for patient transport to or. No patient harm, serious injury or adverse event was reported.